Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint can be confirmed on the 01c-smv3v3 based on a lot history review. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. Lot history review was conducted; corrective and preventative actions are in process.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot number has been provided. A device history lot number review is pending. E1 - initial reporter establishment name: (B)(6). Additional reporter: (B)(6).

Event description:
An incident involving a 3 gang 1o2 manifold, rotating luer, appx 1.2ml reported that the device showed no visible abnormalities when initially opened. Approximately half a day after the procedure began, the nurse noticed bloodstains on the patient's bedsheet. Upon inspection, a blue switch knob on the valve was found to be leaking. The device was immediately replaced. There was patient involvement and no harm/adverse event reported.